Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading 67 mg/dl but her blood glucose value was between 110 and 120 mg/dl. The insulin pump went into threshold suspend. Customer declined to troubleshoot; he stated that it dos not happen all the time and it usually occurs while sleeping and does not want to call at that time. Nothing further reported.